Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site with stimulation off. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was relocated from the left flank to the right flank. Effective therapy was restored and pain at ipg site has since resolved.